Manufacturer narrative:
No product was returned for evaluation. The report of elevations in pump power and estimated flow was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the changes in pump parameters could not be determined through this evaluation. In addition, a correlation between the device and the report of suspected thrombus could not be conclusively determined. The patient remains on pump support and no further related events have been reported. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for suspected pump thrombosis with elevated powers and flow estimation that were two times the baseline. It was reported that the patient had a factor v leiden deficiency. The patient had been stable on a maintenance plan of 4 mg of coumadin every night with an inr goal of 2.0-2.5. At the time of admission, the patient had a sub-therapeutic inr of 1.8. Log file analysis completed by the manufacturer¿s technical services representative revealed an increase in power beginning (B)(6) 2017. The patient was started on a heparin and integrilin infusion with initial lactate dehydrogenase (ldh) in the 400¿s u/l, but treatment was discontinued shortly after, when subsequent ldh was in the 200¿s u/l. On (B)(6) 2017, a ramp echocardiogram study was not suggestive of thrombus. The patient¿s ejection fraction (ef) was 50%. On (B)(6) 2017, a right heart catheterization showed elevated filling pressures that did not improve with blood pressure control. On (B)(6) 2017, it was reported that the patient was discharged with blood pressure management and was currently stable at home. Due to findings of ef at 50%, the vad clinicians were considering discontinuing lvad support in the future. No additional information was provided.